Event description:
It was reported the patient was unable to establish communication between her ipg and external devices. It was also reported the patient's last successful charge was in (B)(6) 2013. The patient is without stimulation. The sjm representative met with the patient preoperative, and tried additional external devices and found that neither would communicate with the ipg. Subsequently, the patient underwent surgical intervention on (B)(6) 2014, where the ipg was explanted and replaced. It was reported the patient has adequate stimulation coverage postoperative.

Manufacturer narrative:
The "patient did not charge" reported from the field was not confirmed. The ipg was returned in good condition, successfully communicated with a lab patient programmer and passed all functional testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.